Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 45 mg/dl, which was treated with orange juice. Customer reported that insulin pump began to count down and then shut off. Customer also reported that when giving a self-test, insulin pump went blank for five minutes and then came back up. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer reported that display screen came back on when battery was changed. Customer was advised that battery cap would be replaced. Customer declined troubleshooting for no delivery.